Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is not available for return and investigation by the manufacturer. The investigation is ongoing and upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: after administration of the first cc of lifepearl, loaded with doxorubicina, the patient went into anaphylactic shock with cutaneous response under anesthesist control. The patient was immediately treated for anaphylactic shock. The intervention included the administration of intramuscular epinephrine as the first-line treatment. Additionally, the patient received antihistamine and corticosteroids to manage the cutaneous symptoms and to prevent. The case was cancelled automatically. The patient is currently stable and responding well to the treatment.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.